Event description:
N/a.

Manufacturer narrative:
An event of pain, low blood pressure/hypotension, and pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information received from the field that after the procedure, transthoracic echocardiogram (tte) showed large anterior and small posterior effusion in the evening. The patient was brought back to the catheterization lab for pericardiocentesis to drain large anterior effusion. The pericardial effusion leads to cardiac tamponade. The patient had low blood pressure and pain. The patient was in the hospital and reported stable. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure (laa) procedure using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels was greater than 300 seconds and a heparin was administered. The procedure was completed after 2 partial recaptures and tension test. Procedure went well and no effusion noted on immediate post imaging. After the procedure, later that evening transthoracic echocardiogram (tte) showed large anterior and small posterior effusion. Patient brought back to the catheterization lab for pericardiocentesis to drain large anterior effusion. The effusion lead to cardiac tamponade. The patient had low blood pressure and pain. The patient was in the hospital and reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.